Event description:
Based on additional information received on 04-feb-2016 from the physician, this case became medically confirmed. This unsolicited device case from united states was received on 17-sep-2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later developed joint infection, joint effusion and her knee swelled up. The patient's medical history included gastro esophageal reflux disease (gerd). Past drug included synvisc (5-10 years ago). The concomitant medications included pantoprazole sodium (protonix) for gerd. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into unspecified knee for osteoarthritis. The same day, 6 hours later, patient's knee swelled up and had joint infection. The patient had lab work done that showed extra neutrophils in the area indicating infection. After 18 hours, her knee was so swelled up that she had to be taken to the hospital. It was reported that the patient had joint effusion and arthroscopic lavage/debridement was done within 24 hours post infection. The patient was admitted, had emergency surgery to wash the area out, and stayed in the hospital for 2.5 days. On (B)(6) 2015, the x-ray and blood work was done. It was reported that the there was insufficient cleaning of injection site. Corrective treatment: emergency surgery to wash the area out for joint infection and her knee swelled up; arthroscopic lavage/ débridement for joint effusion. Outcome: recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for joint infection and her knee swelled up; required intervension for joint effusion. Additional information was received on 24-sep-2015. Global ptc number and ptc results were added. Text was amended accordingly. Follow up was received on 04-jan-2016. No new information was received. Additional information was received on 04-feb-2016 from the physician. This case became medically confirmed. The suspect product start date was added. The event onset dates of joint effusion, joint infection and her knee swelled up were added. The patient's medical history and concomitant medication was added. The outcome of all events was updated from unknown to recovered. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 04-feb-2016: based on the received information, the overall case assessment remains unchanged. Sanofi company comment dated 22-sep-2015: this initial case concerns a (B)(6) female patient, who received treatment with synvisc one for osteoarthritis. Later, the same day, patient developed knee swelling and infection, was hospitalised and had surgery to wash the area out. The causal role of the suspect in the occurrence of above mentioned events cannot be excluded, since a significant temporal relationship could be established between the suspect drug and occurrence of events. However, lack of detailed information about patient's medical history, concurrent condition, past drugs, concomitant medications used precludes the complete case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later developed joint infection, joint effusion and her knee swelled up. The patient's medical history, concomitant medications and concurrent conditions were not reported. Past drug included synvisc (5-10 years ago). On an unknown date, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into unspecified knee for osteoarthritis. The same day, 6 hours later, patient's knee swelled up. The patient had lab work done that showed extra neutrophils in the area indicating infection. After 18 hours, her knee was so swelled up that she had to be taken to the hospital. The patient was admitted, had emergency surgery to wash the area out, and stayed in the hospital for 2.5 days. Corrective treatment: emergency surgery to wash the area out for joint infection and her knee swelled up outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for joint infection and her knee swelled up pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this initial case concerns a (B)(6) female patient, who received treatment with synvisc one for osteoarthritis. Later, the same day, patient developed knee swelling and infection, was hospitalised and had surgery to wash the area out. The causal role of the suspect in the occurrence of above mentioned events cannot be excluded, since a significant temporal relationship could be established between the suspect drug and occurrence of events. However, lack of detailed information about patient's medical history, concurrent condition, past drugs, concomitant medications used precludes the complete case assessment .

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later developed joint infection, joint effusion and her knee swelled up. The patient's medical history, concomitant medications and concurrent conditions were not reported. Past drug included synvisc (5-10 years ago). On an unknown date, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into unspecified knee for osteoarthritis. The same day, 6 hours later, patient's knee swelled up. The patient had lab work done that showed extra neutrophils in the area indicating infection. After 18 hours, her knee was so swelled up that she had to be taken to the hospital. The patient was admitted, had emergency surgery to wash the area out, and stayed in the hospital for 2.5 days. Corrective treatment: emergency surgery to wash the area out for joint infection and her knee swelled up outcome: unknown for all events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for joint infection and her knee swelled up additional information was received on 24-sep-2015. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-sep-2015: based on the received information, the overall case assessment remains unchanged. Sanofi company comment dated 22-sep-2015: this initial case concerns a (B)(6) female patient, who received treatment with synvisc one for osteoarthritis. Later, the same day, patient developed knee swelling and infection, was hospitalised and had surgery to wash the area out. The causal role of the suspect in the occurrence of above mentioned events cannot be excluded, since a significant temporal relationship could be established between the suspect drug and occurrence of events. However, lack of detailed information about patient's medical history, concurrent condition, past drugs, concomitant medications used precludes the complete case assessment.